Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a system error 345 was not reproduced. The thermistor readings were found to be within specification. A review of the event history log revealed multiple 'system error 345' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. The upstream sensor assembly requires replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had displayed error code 345 (thermistor disparity). This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.